Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: dirty brush. Cfu: unknown. Bacterial identification: streptococcus salivarus and klebsiella oxytoca. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. The customer identified simethicone and their prep treatment as possible root cause of the contamination. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an unknown number of forming units (cfus) of bacteria. The customer sent a clean brush used on a clean scope for culturing, the results came back "bacillus versus isolated in thioglycollate broth (thio broth)." In addition, the customer mentioned a pink residue coming out of the dirty colon scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.